Event description:
It was reported to boston scientific corp that a captiflex polypectomy snare device was used during a polypectomy procedure in 2008. According to the complainant, "during a polypectomy procedure, after the physician removed the polyps he attempted to cauterize with the snare. The snare broke and perforated the pt during cautery. The pt was brought into surgery." The pt's condition following the surgery was reported as "ok".

Manufacturer narrative:
The device has not been returned for eval. A device analysis was not performed; therefore, the cause of the reported malfunction is undetermined. A search of the complaint database identified one add'l complaint reported for this lot (same customer, similar event). The may 2008 15-month captiflex snares product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.